Manufacturer narrative:
A partial lead with the distal tip measuring 47.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that post-sensed t-wave oversensing and fluctuating r-waves were observed. Patient was asymptomatic. The lead was explanted.